Event description:
A laser technician reported the laser was interrupted at 93% complete when the patient lost fixation. The surgeon manually realigned the patient's head to correct fixation. When the surgeon attempted to resume ablation, error messages started to appear on the laptop screen indicating the laser had stopped for longer than 10 seconds and the treatment was interrupted/aborted. The laser operator pulled up the patient's treatment plan again, assuming it was for the remaining 7% of treatment, when in reality it was the full 100% treatment. The patient then received 100% of the treatment plan after having received 93% before they lost fixation. This event occurred on the left eye of this patient which was scheduled for an outcome of -1 (monovision intended). The patient's left eye turned out a -3.

Manufacturer narrative:
Logfile review for the time of this patient's surgery showed that the treatment was stopped because the laser pedal was released by surgeon. There were no error or warning messages indicated. Root cause is user handling. (B)(4).